Event description:
It was reported that while using an unspecified bd needle, there were safety sheath issues in an unspecified number of needles causing an unknown number of needlestick injuries post use. The following information was provided by the initial reporter: "customer reports safety sheath issues due to staff injuries as they cannot use one hand to close the mechanism. Information received from a pms survey. Per customer, they have had countless injuries because staff cannot use one hand to close the mechanism. No additional information provided. Staff members received both lab test and pep after exposure. Customer confirmed they do not have information on the specific product or lot number. Per customer, staff members received both lab test and pep after exposure. Customer is not able to provide additional information."

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.